Event description:
I am writing to let you know that I had mentor breast implants put in back in (B)(6) 2011. Within 3-4 months, I started getting ill, painful joints, itchy breasts, brain fog, and vision problems. As time has progressed, I have been diagnosed with sle lupus, sjogrens disease, lung disease, mixed connective tissue disease, thyroid problems, interstitial bladder disease, and a whole host of other illnesses. It was brought to my attention that my implants could possibly be causing my illnesses so without hesitation I had the implants removed in (B)(6) 2013. Immediately the itching on my breasts went away, but unfortunately all my other symptoms remained. I know there are large numbers of women who have the same issues after implants. I feel very strongly as do many women that implants need to be taken off the market until they can be further tested. My health has deteriorated to the point that I can barely take care of my (B)(6) daughter. I'm on social security disability and medicare at the age of (B)(6). Mind you, I was perfectly healthy prior to implants. Otherwise, I wouldn't have gone ahead with the surgery. Women look to you to make sure that what is being sold is safe for us and that we are not risking our lives if we choose to go forward with the surgery and have implants put in. Clearly these need to be tested further before more women are hurt and their lives are ruined the way mine has and so many other women.